Event description:
I underwent a CT scan of my neck on (B)(6) 2013. I rec'd IV contrast. Within about 4 minutes of completing the test, I developed bilateral eye burning/stinging which has never resolved. The symptoms were sudden and dramatic. I have never had these symptoms or any serious or chronic problems with my eyes before. I have seen two eye specialists for a total of three visits thus far with a 4th eye visit scheduled in 3 weeks. I was diagnosed with dry eye syndrome. No cure. I believe the radiation and / or the contrast damaged the lubricating glands/structures in my eyes. I have gone through boxes of eye drops to date. (B)(6).